Event description:
It was reported to medtronic minimed that the insulin pump received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period.) The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer mentioned that the alarms were cleared and pump passed the self test. Pump was exposed to high magnetic environment. Customer reported that pump was dropped with no visible pump damage. Pump was not working as it was suspended. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self test. No unexpected pump error 43, 41 alarms or delivery anomaly-unexpected suspend during testing. Thus, software was utilized and downloaded trace/history files properly. However, in further full review in the pump history found multiple pump error 43 motor drive error on (B)(6) 2025 08:11:00.000, (B)(6) 2025 08:11:49.000 and pump error 41 on (B)(6) 2025 08:11:00. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Motor passed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). In conclusion, delivery anomaly-unexpected suspend not confirmed. Pump error 43, 41 alarms in the trace/history files confirmed, the motor may have had an intermittent failure that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.